Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician placed two pod pcs in the target location using the lantern. The physician then experienced resistance while advancing another pod pc in the middle of the lantern. Subsequently, the physician decided to retract the pod pc; however, while retracting, the pod pc unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed and the coil was flushed out. The procedure was completed using new pod pcs and the same lantern. There was no report of an adverse effect to the patient.